Event description:
It was reported that the blade displayed an image with a lot of glare and the image was hard to see. During troubleshooting, the customer tested their other blades with the equipment and the images were clear. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.